Event description:
It was reported via repair work order that the power cord plug was ripped off with potentially exposed wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.